Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, 13.9 mmol/l between 5 and 24 hours of wearing the pod. The reporter stated there was leaking at the pod site, causing the adhesive to separate from the abdomen, and the cannula dislodging. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. The investigation found no damage or manufacturing deficiencies that would contribute to dislodging the cannula. The cannula assembly was evaluated and found no damage to the cannula assembly that would result in leaking. A leak test was also performed, and no leakages were observed along the entire fluid path. The adhesive pad and welds were also inspected, and no abnormalities were found. The exact cause of the reported event could not be determined.